Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker stopped functioning. A code indicating the voltage was too low for the remaining capacity had been observed. The local field representative reported the patient was not pacemaker dependent and no adverse patient effects had been reported. Technical services discussed that if the device was no longer pacing, it may have depleted to such an extent that it reverted to storage mode. Device replacement was recommended. The field representative planned to discus the case with the physician. The field representative reported additional details about this case. It was noted the patient was (B)(6) and was living in a geriatric care home. The caretakers noticed the patient was more sleepy than normal and the patient was taken to the hospital for evaluation. There it was discovered the patient had third degree heart block with a heart rate of 40 bpm and no pacing output from the device. After consulting with the patient's family, it was decided that no surgical intervention would be performed to replace the device. The patient lives in a vegetative or semi-vegetative state and the physician and family agreed they did not want to expose the patient to the risks and potential complications of a surgery. The patient was planned to be discharged from the hospital to return to the care home. No adverse patient effects were reported as the patient was not pacemaker dependent.